Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer noted the device reached end of life (eol). The device battery was suspected to be depleting prematurely. Technical services (ts) discussed obtaining a copy of device data for analysis with the company representative. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The device is in hospital possession and is not expected to be returned. If the product is returned, this report will be updated upon return and completion of analysis.

Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) with a programmer noted the device reached end of life (eol). The device battery was suspected to be depleting prematurely. Technical services (ts) discussed obtaining a copy of device data for analysis with the company representative. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.